Event description:
The stimulator and extension were returned for disposal only. The MFR device registration system indicated the pt has expired. The cause of death is unk. Additional info has been requested from the hcp, but was not available as of the date of this report. Refer to MFR report # 3004209178200806419.

Manufacturer narrative:
Device analysis of the stimulator revealed no anomaly; normal device function. Acceptable, stable output was observed on each electrode pair using an oscilloscope, across a 510 ohm load, connected to the cut end of the extension. The access hole adhesive on the stimulator was loose/missing. Unusual cosmetic cracks were noted on all external surfaces of connector block. Foreign material was found in the connector port(s). The setscrew grommet(s) were loose/missing. The titanium was scratched. Results, conclusion: device analysis of the stimulator revealed no significant anomalies. The extension was cut (suspect explant damage). The distal end of the extension was not returned. The proximal end was intact and undamaged. The continuity was acceptable.